Event description:
It was reported that after the lead was repositioned, it was not possible to move the helix, and sensing was low. A second lead was attempted and also had low sensing. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the leads is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. There was blood in/on the helix mechanism. Full lead returned and analyzed. (B)(4) helix disengaged from helical channel. There was blood in/on the helix mechanism (sleeve head) and the distal conductor (not obstructed). The helix will not extend due to being over retracted. Full lead returned and analyzed.